Manufacturer narrative:
G4: 07nov2019; b4: 08nov2019. The part was returned to the manufacturer for failure investigation (fi). It was determined that the defective u1 on the air flow sensor pcba created the air flow accuracy and o2 accuracy test to fail. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Failed the oxygen concentration accuracy test. There was no patient involvement.

Manufacturer narrative:
Date rec'd from MFR: 10oct2019. The manufacturer¿s service technician confirmed the reported o2 test issue. The manufacturer¿s service technician replaced the gas delivery system to address the reported problem. The unit was checked overall, run in tested, cleaned, and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11sep2019.

Event description:
Failed the oxygen concentration accuracy test. There was no patient involvement.